Manufacturer narrative:
Davol was contacted by the pt's surgeon to report a post operative infection. The surgeon reported that "I can not see how the mesh was at fault here, but we need to cover all bases." He also reported that the infected material was above the mesh and not intra-abdominal. The pt was reported to have comorbidities of obesity and tobacco use which could increase the risk of post operative complications such as infection. See scanned page. Based on the info available at this time, no definitive conclusions can be made. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's surgeon: pt underwent laparoscopic incisional hernia repair on (B)(6) 2013. Pt was seen with pain and no physical findings on (B)(6) 2013 and treated symptomatically. The surgeon explanted the mesh on (B)(6) 2013. Per the doctor, "the cultures taken were of pus around the mesh at explant. I can not see how the mesh was at fault here, but we need to cover all bases. The absence of bowel injury at laparotomy x 2 along with negative CT scans for intra-abdominal process and the absence of normal gut flora speaks against intra-operative injury. All of the infected material was above the mesh, not intra-abdominal." The mesh was sent to pathology.